Event description:
It was reported that during routine follow-up, a loss of capture was observed on the right ventricular lead of an asymptomatic patient. A drop in sensing was also noted. Device reprogramming was performed. The patient would continue to be monitored through remote transmission.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.